Event description:
Related manufacturer reference number: 2017865-2021-36184, related manufacturer reference number: 2017865-2021-36185, related manufacturer reference number: 2017865-2021-36186, related manufacturer reference number: 2017865-2021-36305. It was reported that the patient's right ventricular lead and right atrial lead were removed and replaced in an unrelated incident. Following the procedure, the patient had an unspecified infection. Additionally, the new right ventricular lead exhibited insulation damage. The pacemaker system was removed. The patient was stable.